Event description:
It was reported that during the implant attempt, the lead was positioned multiple times but the impedance was high in all locations. The lead was removed and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled and there was blood in/on the helix mechanism and sleevehead.